Event description:
The suregeon attempted to insert a plate collamer lens model cc4204bf. The lens tore in the cartridge while advancing and the cause of the lens damage was unk. The lens was not inserted and there was no pt contact or injury.